Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed ec322 (link switch error (low)) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The link and latch switches were found operating as expected. A review of the event history log identified system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified however inspection of the device did not observe any symptom or cause of the reported issue. The link switch will be adjusted as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.